Event description:
A customer that while using freestyle libre 3 app, a signal loss was encountered followed by a sensor error message with the adc device. As a result, the customer became hypoglycemia with sugar shock and experienced symptoms described as ¿almost bitten tongue off¿, seizure, and a loss of consciousness. The customer was seen at a hospital where they were hospitalized and treated with intravenous glucose. Additionally, the customer was able to self-treat with unspecified due of insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. If unknown what they are using add: n/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor.this serves as a correction report as the previous initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings. Section h-4 (device mfg date) has been updated based on the extended investigation.

Event description:
A customer that while using freestyle libre 3 app, a signal loss was encountered followed by a sensor error message with the adc device. As a result, the customer became hypoglycemia with sugar shock and experienced symptoms described as ¿almost bitten tongue off¿, seizure, and a loss of consciousness. The customer was seen at a hospital where they were hospitalized and treated with intravenous glucose. Additionally, the customer was able to self-treat with unspecified due of insulin. There was no report of death or permanent impairment associated with this event.